Event description:
It was reported that; during placement of a vaginal sling; for treatment of urinary incontinence, it was noted the tip of the delivery device dilator had detached and remained in the pt. The dr successfully retrieved the detached delivery device dilator tip from the pt's anterior vaginal wall. The procedure was successfully completed with another handle. This device has not been received for eval. Therefore, a failure analysis is not available. Without evaluating the device co is unable to determine at this time if the device met its specifications. The investigation of this event is ongoing. No serious injury to the pt was reported in this case. In addition co does not believe that this event would likely, cause or contribute to a serious injury if it were to recur.